Manufacturer narrative:
Evaluation is anticipated of the discrepant device. An engineering analysis of the complaint device has been started. Once complete a follow-up medwatch will be submitted. Device evaluation has been started, but not yet complete. (B)(4).

Event description:
It has been reported to us that during the procedure the tip of the guide catheter separated inside the patient. The separated tip was successfully removed. The physician was preforming a carotid stent procedure, after the case the physician was removing the guide catheter and the tip of the guide catheter separated and remained inside the introducer sheath. The physician successfully removed all the devices from the patient. The patient is reported to be fine. The device will be returned for evaluation.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. The actual complaint sample used during the case was returned and evaluated. Visual examination of the returned guide catheter revealed that the white tip of the guide catheter was separated from the shaft. The guide catheter shaft is kinked at 40.5cm, 58.5cm and 77cm from the hub. The white tip material measures about 4mm in length. Close visual inspection of the tip area of the guide catheter indicate flow of the liner in the tip and there are small fragments of tip material visible on the shaft. Typically when such fragment appearing white on blue and blue on white, it indicates that there was appropriate flow between the tip and the liner/tungsten band on the shaft. The sleeve material indicates that many white marks on the sleeve showing that the sleeve was attached to the tip and underwent stress to be pulled out of the sleeve. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has been confirmed for tip broke off. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.